Event description:
It was reported when the lead was inspected prior to implant there was a bend/kink at the distal end. The lead was not implanted, and a different lead was used. There was no patient injury.